Event description:
Upon transfer of a pt the sling bar bolt broke and pt fell to the floor. Injury was reported. No further details received.

Manufacturer narrative:
(B)(4). Sling bar and broken parts will be returned to MFR for analysis.